Manufacturer narrative:
One cadd legacy 1 pump was received with evidence of ingression around the downstream occlusion sensor (dso) seal and the expulsor. The event log was reviewed and there was no evidence of the reported "failed accuracy" issue. An accuracy test was performed and the reported issue was confirmed. Test results of -2.55%, -2.98% and -4.06% were all within the published customer specification of +/- 6.0%, but one was outside the internal specification of +/-3.0%. There was also a 1310 error code generated from having the pump stored for too long. The error code was cleared. The expulsor was not calibrated correctly. The expulsor will be replaced and calibrated to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -6.55% during testing. There was no patient involvement.